Event description:
Device malfunction: difficulty during thumb advancement, device came out of body. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted common femoral arteriotomy closure after an interventional, coronary procedure. The vessel locator button was in the depressed position. The physician experienced difficulty during the thumb advancer step and the device came out of the body before the arrows were aligned. Hemostasis was achieved with femstop. There was no adverse pt sequela. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.